Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician wanted to implant a wallstent in the biliary duct and when he attempted to release the stent the release system cover got broken. The physician then removed the stent delivery system out of the patient and was able to release the stent outside the patient. The physician then completed the procedure with a different device with no complications.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation:a visual examination of the returned device found that the stent was fully deployed. There were no issues noted with the profile of the deployed stent. It was noted that the t-bar connector was detached from the outer sheath and the fillet of glue had detached from the t-bar connector and was positioned 4 mm from the proximal end of the outer sheath. It was also noted that the deployment handle was bent. During analysis there was no issue with the movement of the outer sheath along the shaft.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.the most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician wanted to implant a wallstent in the biliary duct and when he attempted to release the stent, the release system cover got broken. The physician then removed the stent delivery system out of the patient and was able to release the stent outside the patient. The physician then completed the procedure with a different device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4): (sheath broken). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Device not returned.